Event description:
It was reported that a balloon rupture occurred.the target lesion was located in left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 12 atm. The device was removed smoothly. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.